Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a urological procedure, the device jaws could not be re-opened while on tissue. The device jaws were removed by resecting the tissue adjacent to the jaws. There was no patient injury.